Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level below 39 mg/dl resulting in seizures and paralysis. The suspected cause of the low bg was not known; however, customer did not believe it was caused by the pump. Prior to the hospitalization and during the hospitalization, the customer consumed carbohydrates to address the low bg. At the time of the event, no issues were observed with the cartridge, infusion set tubing, infusion set cannula, insulin, or the pump. The customer was released from the hospital on (B)(6) 2022.